Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the ltv 1150 shut down and started a continuous beep. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the vent shut down and started a continuous beep. Event trace log was downloaded and reviewed. Found several instances of ""ln vent1"" alarm entries along with ""ext lst1, bat low1 & bat mpt1"". The ""ln vent1"" along with the low battery and battery empty alarm was duplicated during trouble shooting. Vent failed the batter duration test even after overnight charging. The internal battery was reviewed and found past the battery warranty period. The reported failure was isolated to a failed internal battery. The internal battery was then replaced to resolve the issue.